Manufacturer narrative:
Concomitant products: a sheath introducer by terumo (model unknown), a chikai (asahi intecc, 0.014¿), an envoy (7fr mpc, lot unknown), a transform (stryker, 4x10), an enterprise vrd (enc452800 / 10483050), a prowler select plus (606-s255fx / 17146825), and a y-connector by goodman (model unknown) were used for this procedure. The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint, with associated report numbers 1058196-2015-00131 and 1058196-2015-00130.

Event description:
During vrd-assisted coil embolization of a 5mm right internal carotid-posterior communicating artery aneurysm, it was reported that when inserting the enterprise vrd (enc452800/10483050) into the prowler select plus (606-s255fx/17146825), the physician experienced a severe resistance at about 10cm from the proximal end of the microcatheter. The prowler was replaced with a str-angled prowler (lot unknown) and the enterprise was re-inserted, but the physician again experienced a severe resistance at the same point. The enterprise was removed from the microcatheter and was replaced with an enterprise 22mm (lot unknown), which was successfully placed at the target lesion site with the same microcatheter. When the event occurred, the guide catheter had been positioned at the proximal side of the internal carotid artery, and a j-shaped prowler had also been inserted and positioned at about 5cm proximally from the target aneurysm. Since the tortuosity of the vessels was mild, the delivery of the complaint prowler was smooth. The procedure was completed without further issues. There were no patient injuries/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. There was no unintended detachment of the stent observed in the microcatheter. The aneurysm neck to sac ratio was 4.5 : 5.0mm. The complaint products will be returned for analysis. No further information is available.

Manufacturer narrative:
Complaint conclusion: during vrd-assisted coil embolization of a 5mm right internal carotid-posterior communicating artery aneurysm, it was reported that when inserting the enterprise vrd (enc452800/10483050) into the prowler select plus (606-s255fx/17146825), the physician experienced a severe resistance at about 10cm from the proximal end of the microcatheter. The prowler was replaced with a str-angled prowler (lot unknown) and the enterprise was re-inserted, but the physician again experienced a severe resistance at the same point. The enterprise was removed from the microcatheter and was replaced with an enterprise 22mm (lot unknown), which was successfully placed at the target lesion site with the same microcatheter. When the event occurred, the guide catheter had been positioned at the proximal side of the internal carotid artery, and a j-shaped prowler had also been inserted and positioned at about 5cm proximally from the target aneurysm. Since the tortuosity of the vessels was mild, the delivery of the complaint prowler was smooth. The procedure was completed without further issues. There were no patient injuries/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. There was no unintended detachment of the stent observed in the microcatheter. The aneurysm neck to sac ratio was 4.5 : 5.0mm. No further information was available. Product file (B)(4): a non-sterile prowler select plus was received coiled inside of a plastic bag. The microcatheter was inspected and it was found kinked. The microcatheter was inspected under microscope and it was found kinked. The ID from the microcatheter was measured and was found within specification. The received device was flushed using a lab sample syringe (nipro) and a 0.018¿ guide wire lab sample was introduced into the microcatheter. It advanced smoothly until the microcatheter¿s distal tip; resistance/friction was felt when the guide wire was passing through the kinked section. The guide wire was removed and an enterprise lab sample was introduced into the microcatheter. It advanced smoothly until the microcatheter¿s distal tip where resistance/friction was felt when the enterprise lab sample was passing through the kinked section found on the microcatheter. The review of lot 17146825 revealed that two defects were for tight ID and they could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The resistance felt within the prowler was confirmed during the functional test; however, no anomalies were noted on the enterprise. The cause of the failure experienced by the costumer appears was due to the kinked condition found on the microcatheter. The kinked condition was apparently caused by applying excessive force, but it could not be conclusively determined. However this defect could not be related to the manufacturing process and inspections are in place that prevents this kind of failure from leaving from the manufacturing facility. Procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated report numbers 1058196-2015-00131 and 1058196-2015-00130.